Manufacturer narrative:
Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the code(s) 4582 provided on the initial report needs to be removed as it should not have been indicated in the initial report. Also for health effect clinical code 4581 should be added. Field below updated: section h6: health effect clinical code: 4581 (captures incision enlargement). Codes 4625 were not explained in the initial report. Section h6: health effect impact code: 4625 (captures unplanned vitrectomy). Section h6: health effect impact code: 4625 (captures sutures). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that during the implant of the intraocular lens in the patient's left eye, it was noticed that, after the implant of the optical part and lower haptic, the upper haptic was not inserted in the optical part. The lens was intact when being placed in the cartridge and in the injector. It was learned that the lens was inserted/removed in the same procedure. Incision was enlarged, vitrectomy was needed, medication was prescribed, and sutures were needed. No other information was provided.